Event description:
A zoll distributor returned monitor sn (B)(4) and reported that the monitor was unable to power up.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) was completed. The reported problem (won't power up) has been confirmed. Upon investigation the monitor was unable to power up. Corrosion was discovered on battery connector j1, which caused a short. The root cause for the corrosion was ingress of an unknown liquid. No adverse event resulted from the defective monitor.